Manufacturer narrative:
Additional products: d1: heartware ventricular assist system ¿ controller d4: model #: 1420 / catalog #: 1420/ expiration date: 30-nov-2022/ serial or lot#: (B)(6)/ d9: no. H3: no, device evaluation anticipated, but not yet begun h4: mfg date: 11-nov-2021 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was an alarm issue with the pioneer controllers, specifically a controller fault alarm due to the internal battery reaching its expected end of life. Additionally, low flows were observed in the pump ventricular assist device, attributed to the patient's chronic hypertension, with mean arterial pressures (maps) in the high 90s and low 100s, despite being on multiple anti-hypertensives. The controller issue was resolved by exchanging the controller.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. D1: heartware ventricular assist system-d4: serial or lot#: (B)(6), h3: no, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the pump (B)(6) and one (1) controller (B)(6) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed several intermittent decreases in estimated flows throughout the analyzed period and ninety-nine (99) low flow alarms logged since (B)(6) 2024. Log file analysis also revealed one (1) controller fault alarm logged on (B)(6) 2024 at 05:04:29, as well as multiple event exceptions logged since (B)(6) 2024, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for less than two (2) years. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation and available information, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or inappropriate pump rotational speed. Per the instructions for use, hypertension is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm event may be attributed, but not limited, to a faulty internal battery and/or a faulty internal battery charger integrated circuit. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.